Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection. Redness was noted at the pocket. During the explant of the device system difficulty was noted and it was suspected there was damage to the tip of the right atrial (ra) lead. A locking stylet and laser sheath were required to remove the ra lead. An echocardiogram was performed due to a decrease in blood pressure and drainage was conducted. The patient experienced cardiac tamponade from perforation. A thoracotomy with percutaneous cardiopulmonary support was performed. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.